Event description:
An account called and stated that the weld had failed where the base assembly meets the caster tube. Pursuant to our response to warning letter hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Manufacturer narrative:
Upon complaint review, it was determined that this condition has the potential to cause serious injury, were it to reoccur. The account hired a certified welder to correct the failure and resolve the issue.